Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3005751028.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3005751028.

Manufacturer narrative:
(B)(4). Report source: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient experienced a partial artery rupture and subsequent bleeding during a tka after the surgeon inserted the spacer into extension. The procedure was delayed by 120 minutes for vascular intervention. Attempts have been made and no further event information is available at the time of this report.